Event description:
In 2009, the pt reported that at about 2 days prior, she received an e10 (cartridge) error on her infusion device and she experienced elevated blood glucose as a result. The pt's blood glucose values were not provided. She stated that she was vomiting and she was hospitalized and treated with insulin injections. She had removed the battery prior to the report. She reinserted the battery and she was assisted in performing the change cartridge procedure. The e10 error did not recur. No product was requested to be returned for eval.

Manufacturer narrative:
Results/conclusions: no product will be returned for eval.